Event description:
It was reported that the handpiece continued to run on its own with the switch off during preparation for a surgical procedure. There was no pt involvement and no reports of adverse consequences. The case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device running with the switch off was confirmed. Based on the investigation details, the likely cause was problems with the motor, rotor, and sag head. The motor, rotor upper bearing, and sag head were each replaced along with other components. The saw was repaired and returned to the customer.